Manufacturer narrative:
The patient''s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that estimated flow elevations up to 12lpm and power elevations around 10 watts occurred. The patient did not experience any symptoms; however, it was noted that the power elevations occurred when the patient stood up to sit by the window in a slumped over position. Then when the patient returned to sitting upright, the power levels seemed to normalize. On (B)(6) 2016 it was observed via system controller log file review that the pump powers began trending upwards starting on (B)(6) 2016. A trend was noted that historically has potentially been linked with possible thrombus. No additional information was provided. Incidentally, it was also reported that the patient had recently been admitted for a transient ischemic attack. It was reported that pump power spikes had occurred and the patient's lactate dehydrogenase level had increased. The patient was administered bivalirudin for concern of pump thrombosis. The patient was to be monitored.

Event description:
Additional information: it was reported that the patient expired in the hospital due to deterioration from strokes.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported elevations in pump power and estimated pump flow. Based on the manufacturer's previous complaint experience, consistent pump power elevations up to values above 10 watts coupled with elevations in lactate dehydrogenase levels could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters could not be conclusively determined. A correlation between the device and the report of strokes and suspected pump thrombosis could not be conclusively determined. Hemolysis, stroke, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.